Event description:
It was reported that the customer states that the pw100, purewick urine collection system machine was no longer suctioning. Had the unit and a video.

Manufacturer narrative:
Via sample analysis, the reported event was confirmed due to product specification and performance failure. An investigation has been completed using all information currently available. The event represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored through ongoing post market surveillance activities in compliance with regulatory requirements and local procedures. The cause of the event was identified as cause unknown. A bd purewick urine collection system, pump tubing, collection canister with lid, collector tubing, elbow connector, and external power cord were returned. Based on the results of the investigation, no further action is required. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer states that the pw100, purewick urine collection system machine was no longer suctioning.